Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move, did not function, and had a component damage. It was determined that the moving parts did not move smoothly. It was further determined that the device failed pretest for general condition, check for mechanical free movement and check the oscillation frequency with frequency meter. It was noted in the service order that the femoral osteotomy surgical procedure could not be performed with the device since the sagittal saw anchor did not work. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. It was further reported that the trauma recon system (trs) motor worked correctly with the other anchors. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.